Event description:
It was reported when using the bd posiflush¿ sp pre-filled flush syringe there was difficult plunger movement. The following information was provided by the initial reporter. The customer stated: "the syringe was very stiff on the plunger."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd posiflush¿ sp pre-filled flush syringe there was difficult plunger movement. The following information was provided by the initial reporter. The customer stated: "the syringe was very stiff on the plunger."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 04-may-2022 h6: investigation summary a device history record review was completed for provided material number 306575 and lot number 1271136. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, the affected sample was returned for evaluation. The sample was inspected and good silicone distribution was observed; therefore, the reported defect could not be confirmed. H3 other text : see h10